Manufacturer narrative:
Paradoxical adipose hyperplasia (pah) is a known side effect of coolsculpting treatment in which the tissue volume within the treated area becomes enlarged. This may develop usually within 2-5 months after coolsculpting treatment but there have been reports of longer onset times. The affected tissue typically forms a well demarcated border and becomes firmer than surrounding tissue. It is noted to be self-limiting but is considered permanent and does not resolve without surgical intervention such as liposuction. For this reason, pah is assessed as a serious event. While most patients with pah choose to undergo elective corrective surgery to achieve more aesthetically pleasing outcomes, in rare cases pah may also have some effect on function such as mobility. There are no known risk factors associated with the development of pah. Pah is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. The information received from patients and their treatment providers, such as coolsculpting treatment cycles performed, hcp diagnosis of pah, history of onset, pre-treatment and post-treatment weights and photos, are reviewed by abbvie¿s medical safety physicians to verify if they are consistent with the development and characteristics of pah.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2016 with coolsculpting to the bilateral lower abdomen and flanks using a coolmax applicator. Following treatment, the treated tissue became firm and visibly enlarged. On (B)(6) 2021, the patient was assessed by a physician, who diagnosed the lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted

Event description:
Allergan received a report that a patient was treated in 2016 with coolsculpting using a coolmax applicator and developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.